Event description:
It was reported on 06/27/2016 that the patient had requested increase in settings too soon, was very adamant that the settings be increased at an interval that was too soon. Patient is now aware the consequences of her request. She was seen on (B)(6) 2016 and is ok.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 the patient reported that she just had her device reprogrammed due to pain by her physician and she is having seizures. No further relevant information regarding the patient's increase in seizures has been obtained to date.